Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient went to the emergency room on (B)(6) 2016 for an unspecified issue and was given antibiotics. Two days later, the patient experienced oozing and bleeding at her ipg site. Follow-up revealed the patient's ipg was explanted. The doctor opted to not implant a replacement ipg due to the nature of the pocket site at that time. The patient's ipg site healed over time.